Event description:
The following information was reported to datascope on 08/27/97: the iab did not malfunction. The iab was inserted into the left femoral artery on 03/06/97. The iab was removed due to limb ischemia. A vascular surgeon needed to be consulted. A fem-fem by pass was performed on the patient when this balloon was removed. Another iab was inserted into the patient. (Event complications: limb ischemia/fem-fem bypass - reported) 08/27/97 (pt's current status: unk-rpt'd 08/27/97.)